Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was not confirmed during functional testing and archive review. The platform failed the initialization (power-on-self-test) and the lcd displayed a blank screen, unrelated to the reported complaint. The parameters in backup memory (non-volatile ram) have been corrupted due to a defective processor board, most likely as a result of normal wear and tear or user mishandling, as indicated by the damaged enclosures observed during the visual inspection. The autopulse platform was manufactured in september 2015, exceeded its expected service life of 5 years. The processor board was replaced to remedy this issue. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure at the front end area and the bottom enclosure has multiple cracks at the screw well area. The observed damages appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures were replaced to remedy the observed issues. The platform archive data could not be downloaded and therefore, unable to verify the error message. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.